Manufacturer narrative:
G2: this event occurred in china, see e1-e4. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve used during a procedure. It was reported that the valve had been implanted, and it was found that after adjusting the gear position, the patient's intracranial hydrocephalus did not change and did not drain. So it was removed and the valve was found to be "not unobstructed." Surgery was arranged to remove it. After replacing with the new valve, cerebrospinal fluid could flow out. There was no product damage, and no delay to the procedure. The procedure was completed with backup products. Outside of the additional procedure to replace the valve, there was no other reported impact to the patient.

Manufacturer narrative:
H3. Product analysis determined that the returned valve was patent. The valve met the requirements for leakage, valve flux testing, siphon control, reflux, pressure/flow and pre-implantation testing. No signs of damage were observed on the valve. The laboratory personnel could not duplicate the failure observed in the field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.